Event description:
The reporter stated that the end-user was transferring into his chair from a lift chair, when the end-user started to reach for the armrest, the armrest came off and the end-user fell to the ground.

Manufacturer narrative:
As of this date, this chair has not been returned to the MFR for an evaluation.